Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump was not delivering boluses. Reportedly, the customer delivered a bolus while disconnected from the infusion set, and did not observe drops of insulin exiting from the end of the infusion set tubing. System check was performed with tandem technical support and verified that the pump was functioning as intended. The customer was educated regarding the bolus feature, and that the pump is delivering small increments of insulin during bolus delivery so the customer may not have seen the droplets. However, the customer did not acknowledge the information provided and terminated the call. Blood glucose level was 330 mg/dl. Multiple attempts were made by tandem technical support to follow up with the customer for additional information; however, the customer declined to respond.